Event description:
Patient was attached to a non-invasive positive pressure machine (bipap vision). The bedside rn noted that the machine was making a strange alarm sound and a red wrench icon on the machine was illuminated. She immediately paged respiratory care services. When an rt arrived about 3 minutes later, the patient was found attached to the machine with a full face mask and the machine was non-functioning with a blank screen and a steady alarm with the red wrench icon illuminated. Bpap machine removed, tagged, and taken out of service. No harm to the patient.